Manufacturer narrative:
Two opened cartridge cartons were returned for the reported cartridge lot number. A total of twenty-three unopened samples were returned. Three samples were pulled randomly for evaluation. The cartridges were numbered 1-3 for evaluation purposes. The cartridges were microscopically evaluated. No damage or abnormalities were observed. The cartridges were functionally evaluated using qualified associated products. No lens or cartridge damage was observed product history records were reviewed and documentation indicated the product met release criteria. A non-qualified iol was also indicated. The root cause for the reported damage may be related to a failure to follow the dfu. The use of non-qualified product combinations may lead to delivery issue and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The cartridge was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. It was indicated the damage is observed when using a specific model of lens. The indicated lens model is not qualified for use in this cartridge. The root cause for the reported damage may be related to a failure to follow the dfu. The use of non-qualified product combinations may lead to delivery issue and/or damage. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during multiple intraocular lens (iol) implant procedures, the cartridges are cracking as the lens enters the eye. There is no reported patient harm. Additional information was requested.